Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a flickering issue. The loss of image duration could not be confirmed.